Manufacturer narrative:
Initial report sent: 05/19/2009.

Event description:
Procedure type: endoscopic thoracic sympathectomy (ets) for hyperhidrosis. According to the reporter: the pt was operated in 2000, and 8 clips were placed during surgery, 4 clips on each side of the t3 vertebrae. After the surgery, the pt experienced symptoms, such as fatigue, but that was considered a normal post-operative symptoms. Over time, the pt's symptoms have gotten worse, and the pt currently has an unstable heart rate, headaches, and dilation of pupils. In addition, the pt is experiencing increased sweating on different parts of the body. It is not known if the pre-operative condition of profuse sweating was resolved by the ets procedure. Another physician instructed the pt to undergo allergy patch tests to determine whether the pt is allergic to the titanium clips that were used during the procedure. The pt visited an allergist who performed 48 or 72 hour patch test to examine for allergies to zirconium, nitrogen, and titanium. The patch test was inconclusive and/or nothing significant was noted. The reporter stated that he is aware that placement of the clips could probably contribute to the pt's post-operative condition, instead of the composition of the titanium clips. The pt will likely undergo a reversal of the ets procedure by a different surgeon.